Manufacturer narrative:
At the visit on site the fse (field service engineer) verified the system. Logfiles showed that flap thickness (z-offset) was set lower than usual by the service engineer. However, the setting was still within company specifications. Additionally, the flap thickness was verified with pmma cuts and it could be confirmed that the flap thickness is too low. The fse adjusted the flap thickness. The leveling of the system was done correctly according to the service manual. However, due to the reported events and based on the surgeons feedback (no applanation in horizontal plane) the leveling of the system was additionally verified and changed. This was done in alignment and approval by company. After service, the system was successfully verified according to company specification and alignment was confirmed by multiple additional tests. The treatment report shows a desired flap thickness of 100m for right and left eye. According the laser recommended cut settings, the planned flap thickness (indicated on patient treatment report) is out of recommended cut setting for low complication rate cutting procedure. The reported opaque bubble layer (obl) is a temporary whitening of the cornea resulting from femtosecond laser¿generated intracorneal gas that cannot escape during flap creation. It is a known side effect and can occur with the use of the femtosecond laser. Obl may absorb, reflect or block the femtosecond laser energy, and the obl¿s density may be a potential factor causing an incomplete flap. Also vgb (vertical gas breakthrough) is known to appear in thin cuts more often when compared to thick flaps. Fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. Contributing factors are the age of the patient, docking technique, dimensions of the channel where gas can escape and corneal scarring. The root cause for the reported event can be identified as flap thickness alignment of the system on the lower level in combination with a low flap thickness (lower than 120m) desired and selected by the surgeon, which therefore caused flaps to be thinner than expected and the related complications such as bubbles and vertical gas breakthrough. Potential contributing factors to the thin flaps may be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a flap issue. No influence on the patient eye was noted. The laser treatment was finished correctly. Additional information has been requested. There are six related reports. This report addresses patient os and other manufacturer reports will be filed.